Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument to perform failure analysis. The instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip do not show damage. When the tips of the instrument grips are misaligned/bent, this issue would be visually detectable. Grip bending is related to the application of torque relative to the opening of the instrument grips. High loading of the tip with the grips open can cause damage to the grips, with longer grips being more susceptible to failure. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, customer reported the tip of a medium-large clip applier instrument was bent after one use. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter did not know when it occurred but does know the surgeon noticed it when trying to clip on the patient. She stated she did have any photos for isi to review, but this has occurred a few times with other clip appliers. They used a backup to finish the procedure. The reporter stated the other instrument will not be returned and was not sure on the event date. In this case and the other she stated the clip did not apply properly due to the bent tips. She stated her rep was in a car accident and could not return them either.